Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic area") in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopy in 2000, ovarian cystectomy in 2000 and asthma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded. (B)(6) 2009: total bilateral occlusion : hysterosalpingogram. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2000, ovarian cystectomy in 2000, cholecystectomy in 2000, asthma, pain, preterm labor (threat), urinary tract infection, uterine contractions during pregnancy, haemorrhage in pregnancy, inflammation, threatened abortion, ectopic pregnancy, anterior vaginal wall repair, uterine dilation and curettage, mastectomy, gallbladder removal, aching in knees, hemoglobin decreased, pelvic inflammatory disease, endometriosis, abdominal pain, vaginal bleeding, nausea, vomiting, hyperemesis, knee pain, motor vehicle accident and back pain. Concurrent conditions included ovarian cyst (surgery), uterine prolapse, culdoplasty, nabothian cyst, hematoma (evacuation), haemoglobin decreased, ruptured suture, nausea, vomiting, vaginal cuff dehiscence (de), lightheadedness, suprapubic pain, dysfunctional uterine bleeding, bartholin's cyst, abdominal pain, endometriosis, back pain, pain neck, numbness of upper extremities and shoulder pain. Concomitant products included antibiotics for urinary tract infection as well as nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with blood transfusion, auxiliary products and surgery (underwent partial hysterectomy due to complications from essure device,vaginal hysterectomy (B)(6) 2010). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: enterocyte plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: fu4 and fu5 were processed together. Plaintiff fact sheet received. Event per pfs: depression and mental anguish. Onset date of events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and pelvic pain were updated. Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2000, ovarian cystectomy in 2000, cholecystectomy in 2000, asthma, pain, threatened premature labor (threat), urinary tract infection, uterine contractions during pregnancy, haemorrhage in pregnancy, inflammation, threatened abortion, ectopic pregnancy, anterior vaginal wall repair, uterine dilation and curettage, mastectomy, gallbladder removal, aching in knees, hemoglobin decreased, pelvic inflammatory disease, endometriosis, abdominal pain, vaginal bleeding, nausea, vomiting, hyperemesis, knee pain, motor vehicle accident and back pain. Concurrent conditions included ovarian cyst (surgery), uterine prolapse, culdoplasty, nabothian cyst, hematoma (evacuation), haemoglobin decreased, ruptured suture, nausea, vomiting, vaginal cuff dehiscence (de), lightheadedness, suprapubic pain, dysfunctional uterine bleeding, bartholin's cyst, abdominal pain, endometriosis, back pain, pain neck, numbness of upper extremities and shoulder pain. Concomitant products included antibiotics for urinary tract infection as well as nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with blood transfusion, auxiliary products and surgery (underwent partial hysterectomy due to complications from essure device,vaginal hysterectomy (B)(6) 2010). At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: enterocyte. Plaintiff currently planning for essure removal. Supracervical hysterectomy (uterus only): date(s) of removal: (B)(6) 2000 (discrepancy noted). Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed that essure was successfully occluded. Imaging procedure - on (B)(6) 2009: the doctor said everything was fine. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, post removal complications added. Events outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic area") in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included laparoscopy in 2000, ovarian cystectomy in 2000 and asthma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded (B)(6) 2009: total bilateral occlusion : hysterosalpingogram . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, dyspareunia . Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received: new reporters, relevant history and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic area") in an adult female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded (B)(6) 2009: total bilateral occlusion : hysterosalpingogram most recent follow-up information incorporated above includes: on 16-may-2018: pfs received. New reporter added and reporter information updated. Product lot no. Received. New events added as :- vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed that essure was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.